Event description:
An ocd lab specialist reported that a customer observed repeatable false positive troponin I results on samples from one patient. It is not inknown whether biased results were reported. Falsely elevated results may lead to inappropriate physician action. There was not report of patient harm as the result of this event.